Event description:
It was reported to target that during an experiment conducted by a marketing mgr of one of boston scientific divisions, it was found that the product had a wrong label; the particles in the vial were undersized. Since this was noted during an experiment in an outside research facility's lab, there was no pt involvement.